Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
After further analysis it was determined that there is no event of insufficient o2 and hence, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The compressor was recommended for replacement to resolve the issue.